Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed software error. Customer was assisted with troubleshooting for alarm. Customer's blood glucose level was unknown at the time of the incident. Customer stated that insulin pump did not alarm during battery change or during priming. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No software error alarm noted. The insulin pump was monitored and no time clock anomaly noted. No unexpected restart alarm, reset anomaly or numbers display anomaly during our testing noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump was received with minor scratched display window.